Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of exposure is physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to exposure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported reason for right side device removal as "exposed." Device was explanted.